Event description:
The reporter stated the surgeon attempted to use a ks-1 aq2017v 23.0d preloaded injector. When handling the plunger, it felt harder than usual. While advancing the screw plunger, the lens rotated in the injector. There was no patient contact.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method - device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).